Event description:
Reference number (B)(4). Event occurred in the united sates. It was reported that the patient experienced kinked cannula which leads to high blood glucose levels on (B)(6) 2026 due to infusion set was in use for more than 72 hours. The site location was abdomen. The high blood glucose levels were 515 mg/dl and were treated by correction bolus via pump. No further information available.